Manufacturer narrative:
Device history records review for known components found no anomalies. Primary operative notes indicate the femur was sized/balanced for a size g; product identification labels indicates a size h femoral was implanted. Bone cement was mixed and pressure injected into the cancellous surfaces. Review of revision operative notes confirms patient underwent a revision due to loosening. The femoral component was removed easily, consistent with progressive loosening, with medial subsidence and moderate central distal medial femoral condylar osteolysis identified. The patellar component was also loose and explanted. Review of the x-rays was performed by a healthcare professional. The hcp confirmed progressive loosening of the femoral component which could result from increased joint fluid pressure and exposed cancellous surfaces. There is progression of avascular necrosis of the patella, which can cause such fluid and pressure. The hcp emphasized importance of aggressive cement technique; if no penetration into cancellous bone occurs, then loosening is likely. The hcp confirms notch of the femoral component and no cement noted on the posterior condyles, both of which could lead to the failure. The package insert states loosening as an adverse effect. Evidence indicates the incorrect sized component was implanted; the implantation technique and possible fluid and pressure buildup is likely the root cause of the loosening.

Event description:
It is reported that the pt was revised due to femoral loosening.

Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. This report will be amended when our investigation is complete.